Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email that she had a high blood glucose reading of 500 mg/dl, and after she changed the sites her readings went back down. The customer's blood glucose reading during the call was unknown. No further details were provided or obtained, and nothing was replaced or returned.